Event description:
A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "heater canister melted during heating cycle". Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The suspect device has not been returned; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).